Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on and a damaged module release clip. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, it is unknown if there was patient harm.

Event description:
It was reported that there was a pcu (8015) with a faulty keypad and a damaged module release clip. The issue was noted prior to patient use. Although requested, it is unknown if there was patient harm.